Manufacturer narrative:
Weight is approximate. (B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Four treatments were performed using the diamondback 360 coronary orbital atherectomy device (oad) on low speed in the 90% stenosed, heavily calcified, left anterior descending (lad) artery. The crown of the (oad) was advanced too close to the tip of the viperwire advance guide wire during treatment causing the tip of the guide wire to fracture. A snare was used to successfully retrieve the fragment. The procedure was completed with balloon angioplasty and stent placement. The patient was in fine condition.